Manufacturer narrative:
The c 501 (ul) v module serial number was (B)(6). The qc was within ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant c-reactive protein IV (crp4) assay on a cobas 6000 c 501 (ul) v module. Initial result: 3.00 mg/l (accompanied by a data flag). Data flags accompanying other test results, prompted the repeat of the sample. No questionable results were reported outside the laboratory. Repeat result: 405.5 mg/l. The repeat result was deemed to be correct.

Manufacturer narrative:
There was no indication of a performance issue with the reagent since the qc recovery was within ranges. The alarm trace did not show any abnormalities. The field service engineer changed the sample probe as a precautionary measure. Precision studies, calibration, and qc were performed, and they were all within specifications. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.